Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4303346. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle partially retracted. The following information was provided by the initial reporter: slow and sometimes even impartial retraction of their insyte pivs upon engaging the safety push-button. At first, it was our ed w/ 20g (both blood control and not), unwinged. Then I also started hearing reports of the same issue from our tele unit and most recently, med surg. Some nurses are even having to bang the encapsulation section/safety barrel against counter to make it fully retract, which is a definite safety concern. It¿s been reported with various lot#s: (ex: #4282452 & #4303346) and we can't seem to isolate to a particular gauge but seems to be most frequent w/ 20g insytes. Wed on (B)(6) 2025 2:07 pm. No patient or staff harm, injury, or negative outcome to date, but concern is safety risk. IV catheters are slow to retract when push-button is activated, sometimes only partially retracting requiring staff to ¿bang¿ encapsulating section on a hard surface, like the counter, to make it fully retract.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. (B)(6) used as the state.